Event description:
End user called to complain that the device constantly reads "hi". Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.